Event description:
In late 2008, the pt reported experiencing elevated morning blood glucose readings for the past months. He stated that his blood glucose measures 120-130 mg/dl at 12:00am and when he wakes up at 7:00am, his blood glucose measures 250-300 mg/dl. Five days prior, his blood glucose measured 153 mg/dl before breakfast and he ate 50 carbohydrates and bolused 6.5 units of insulin. At 11:30am, his blood glucose had elevated to 347 mg/dl. He stated that he is a very active peron but his daily routine and diet had not changed when elevated readings began. Troubleshooting did not reveal any product issues. The pt was advised to switch to his backup infusion device. Upon follow up in early 2009, the pt reported that he switched to his backup infusion device two days prior, and his blood glucose has remained within his normal range since that time. He feels that the primary infusion device is delivering insulin too low. The pt did not require medical assistance from a healthcare professional or second party address the issue. Product was replaced and requested to be returned for evaluation.